Event description:
During an in clinic follow-up, far field r-wave oversensing, loss of capture, and low sensing was observed on the right atrial (ra) lead. Ra lead dislodgement was suspected to be the cause of the event, however, this was not confirmed via diagnostic imaging. A lead revision procedure or device reprogramming is anticipated to be performed to resolve the event, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicated the device was reprogrammed to resolve the event. The patient was in stable condition.